Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter had displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient could not recall the exact date and time the alleged meter issue began, only that it was in (B)(6) 2017. The patient stated that she obtained an unknown message and did not recall what the message related to. She manages her diabetes with oral medications, diet and exercise and denied making any change to her usual diabetes management routine due to the alleged product issue. The patient reported that minutes after the alleged issue began she developed symptoms of shakiness. The patient was unable to recall the exact date but stated around 11 or 12 in the afternoon self-treated with food and /or drink. At the time of trouble shooting, the cca confirmed that after walking through a retest the issue remained unresolved. The patient's products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury adverse event after the alleged product issue began.